Event description:
During implantation of the intraocular lens with the unifolder system, the physician observed an optic crack in the area of the trailing haptic. Lens was cut into three pieces for removal. During the removal procedure, pt was observed to have an iris bleed. Secondary lens was implanted with no further complications.

Manufacturer narrative:
The returned intraocular lens was examined and the lens optic was torn/split/cracked into pieces, one haptic was bent. Mfg records were not reviewed as no identifiers for the device were available. Definitive cause of this event is undeterminable at this time.